Manufacturer narrative:
Patient information is unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy in the sigmoid, performed on (B)(6), 2011. According to the complainant, during the procedure, they deployed the clip at the target site however, the clip would not release from the catheter. The physician was able to manipulate the clip off with no damage to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.